Manufacturer narrative:
Analysis was performed on the returned device. The reported unspecified failure mode could not be verified as the returned device analysis indicates the device was successfully deployed with no observations. The reviews of the production record and corrective, preventive actions (CAPA) database and similar incident were not performed as the specific failure mode for this complaint was not provided. A conclusive cause could not be determined as a specific failure mode was not provided and the condition of the returned device indicates successful deployment with no observations. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery with a prostyle device using a 6f sheath after an interventional procedure. Reportedly, a failure [unspecified] occurred. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.